Manufacturer narrative:
Device evaluation: one ventilator device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was intact upon receipt, the relief alarm pressure knob cap was missing, the front label was bent, and the input/output label was damaged. Error codes or event history log (ehl) are not available for this device. The device was connected to 60 pounds per square inch pressure and an audible inspection was performed. The customer reported issue was confirmed, the device had a huge leak coming from the function switch. The root cause was a faulty function switch which was attributed to customer damage. The leaking function switch was replaced which corrected the issue. The previous service history has been reviewed and deemed unrelated to the current customer reported reason. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4) corrected data: d5: correction: operator of device: unknown

Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device leaks air when unit is turned off. No patient injury was reported, event was reported during testing.